Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/02/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Date sent to the FDA: 6/02/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d3.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-02603, 2210968-2021-02604, 2210968-2021-02605, 2210968-2021-02606, 2210968-2021-02607, 2210968-2021-02609 and 2210968-2021-02610.

Event description:
It was reported that the patient underwent a CABG procedure in 2021 and the suture was used. It was reported that the swage bigger than normally and suture easily to separate from the needle. The suture/needle pull off occurred during use on the patient. There was 5 minutes delay in surgery. The procedure was completed successfully. There were no patient consequences reported.